Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during a patient visit to the hospital, the device pocket was found to be leaking liquid due to hematoma. Multiple cultures were completed to clean the pocket. The device was explanted and replaced. The patient was discharged from the hospital.